Event description:
It was reported that a vessel closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the proglide lumen was too small and that the shorter 0.035 guidewire could not be inserted inside. Another proglide unit from another lot was used to complete the procedure. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: it was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, "the black sheath is very thin at the tip so it is impossible to insert the guidewire". The second proglide device was used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported difficult to insert the guide wire was confirmed. The reported physical property issue (lumen too small) could not be confirmed as a proxy guide wire was successfully inserted through the distal tip of the sheath wire and the guide wire port. A conclusive cause for the reported difficult to insert the guide wire and physical property issue could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Event/therapy date: estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.